Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager discussed the alleged malfunction with the customer over the phone and discovered the iabp generated a fiber optic error # 53. The stm later visited the facility and installed a new fiber optic assembly. The iabp then passed all testing and was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump generated a fiber optic error messages prior to use. No patient involvement or adverse event was reported.